Event description:
The event is reported as: staples were not formed correctly. No injuries reported.

Manufacturer narrative:
Eval: sample returned to manufacturer, but investigation was not complete at time of this report. Conclusion: CAPA #(B)(4) was issued to dress the issue of unformed staples.